Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log files from both controllers submitted to the manufacturer for analysis on the date of the event and the next day. Log files analyzed by the manufacturer. Last data point from (B)(4) was at 0441am, (B)(4) was connected to power source 1 prior to event with 26% power and (B)(4) was connected to power source 2 with 95% power. The next event entry was on (B)(4) which shows a controller power up and motor start at 0451am (it was determined that the time on this controller was programmed one hour behind, so actual time was 0551am) estimated power down for approximately 1hour. Site is contacting ems and ER staff involved to determine whether power was attached to controller at time of event. Patient was intubated in ICU, neuro status is unknown. Patient was not following commands, making purposeful movements or responding to stimuli. No other information is available at this time. Investigation is still in progress. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01326, 3007042319-2015-01327 and 3007042319-2015-01328) submitted for devices related to the same event. Batteries have not been received.

Manufacturer narrative:
Updated: manufacturer site, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Correction: outcomes attributed to adverse events - date of death, device manufacture date. Additional information received indicating that the patient expired on (B)(6) 2015. This is one of three reports (3007042319-2015-01326, 3007042319-2015-01327 and 3007042319-2015-01328) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Battery (B)(4) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. During the review of the available controller log file revealed no alarms or occurrences of premature switching events were logged for battery serial number (B)(4) within the analyzed period. The reported event could not be confirmed at the bench level. As a result the battery performs as per specification. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the battery passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No root cause was identified as the device passed visual and functional testing. This is one of three reports (3007042319-2015-01326, 3007042319-2015-01327 and 3007042319-2015-01328) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient and the patient's sister was at home. She reports that she went to bed at 10pm and patient was sitting in chair in living room. She stated she woke up at approximately 0500 and heard a loud vad alarm. She went downstairs and found patient lying face down on the floor, unresponsive with what she described as a loud continuous alarm coming from the controller. She was unable to assess the controller or power sources as they were underneath patient and she was unable to move him. She called 911. Ems arrived, performed CPR and transported patient to ER. Upon arrival to ER, the attending cardiologist was called and reported that he heard a loud continuous alarm from controller over the phone. He instructed ER team to perform a controller exchange. Patient was intubated and transported to ICU after stabilizing. Site unsure if power sources were connected to controller during alarm. This is report 3 of 3.

Manufacturer narrative:
It was reported that it has been unable to be determined if the patient was connected to both power sources when moved by emt. The patient did not have any dexterity issues or issues managing equipment "other than reported potential abuse of pain medications/recreational drugs. It was further reported that the therapeutic team does not believe this event to be related to a malfunction, they believe it was patient error. The patient underwent CPR before and during controller exchange with CPR administered for approximately 1 hour. The no power alarm did resolve and the pump was restarted upon exchange. Although a definitive root cause conclusion cannot be made, based on the analysis findings of the returned devices meeting specifications, the therapeutic team's report of suspected user error and logs indicating a vad disconnect, it is possible that patient condition/user interface may have led to the event with no indication of any device performance issues. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources and controller/driveline connections. There are multiple warnings including: "do not disconnect both power sources at the same time". Do not disconnect the driveline from the controller or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. It warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This is one of three reports (3007042319-2015-01326, 3007042319-2015-01327 and 3007042319-2015-01328) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the patient is a (B)(6) male that expired on (B)(6) 2015 support withdrawn post organ procurement. Patient never became responsive after initial report. It is reported that the family will return the device when it is received. No other information available at this time. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is thee of three reports (3007042319-2015-01326 and 3007042319-2015-01327) submitted for devices related to the same event. Products available for return.